Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip original dental adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the pt started super poligrip original dental adhesive cream (dental). At an unknown time after starting super poligrip original dental adhesive cream, the pt experienced neuropathy, numbness leg and foot and numbness of hand and arm. The pt reported that she experienced neuropathy, numbness in legs, feet and hands. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip original denture adhesive cream is manufactured in (B)(4) and neither the product nor the lot number for this product is available. (B)(4).